Event description:
Patient reported obtaining back-to-back blood glucose results of 478 mg/dl and 178 mg/dl, while using the suspect device. Patient indicated that, based on the value of 178 mg/dl, he delivered 2 units of insulin lispro. No injury was reported. Quality control testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.